Event description:
The customer contact reported a delay of critical therapy. On an unspecified date and time, the device was programmed to deliver unspecified concentrations of phenylephrine at a rate of 25 ml/hr, epinephrine at a rate of 25ml/hr, insuline at a rate of 3ml/hr, and amicar at a rate of 50ml/hr. No further programming parameters were provided and the deliveries were started. After an unspecified length of time while operating on battery power, the device alarmed "battery fail" and powered off. The customer contact stated, "it took five minutes to reprogram the device and have all the solutions infusing again." There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service after an unspecified number of days in use after the reported event. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not identified by serial number; therefore, it will not be returned for investigation.